Event description:
It is reported that the pt was revised due to multiple dislocations.

Manufacturer narrative:
Evaluation summary: competitor product was implanted during this procedure in conjunction with the zimmer liner and tm cup. A trochanteric osteotomy was performed to remove the subsided stem and cables were used in the ultimate repair. A lot of the anterior capsule was removed due to the hip being extremely scarred and tight, and a release of the iliopsoas tendon on the lesser trochanter, and a release of the gluteus minimus restored leg length. Revision operative notes provided state that the pt is noncompliant to recommendations of physical therapy. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unknown. It seems clear that the pt did not adhere to rehabilitation protocol. With the information provided, an exact cause of failure cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.